Event description:
Additional information received reported that the healthcare provider (hcp) was assessing the event relation to device. Per the reporter, the hcp was ¿losing faith¿ in the new ascenda catheter, and may want to go back to using the old catheter, which was no longer available.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak at the catheter dura entry site. Additional symptoms included headache. A blood patch was performed on (B)(6) 2013. The physicians wondered if the event was specific to the type of catheter used as the event did not occur with previous catheters used. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).